Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018: information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of cervical/neck pain and non-malignant pain. It was reported that the patient met with the patient on (B)(6) 2018 and conducted a physician recharge mode (prm) to pull the device out of the suspected overdischarge. One prm was completed and a second was started, but the rep had to leave and did not confirm completion of the prm, a restoration of normal charging, and did not clear the power on reset (por). The caller stated that they told the patient did not see a por, but started normal charging, "saw boxes" on the recharger, but then was unable to resume normal charging or observe a por. The patient then conducted two more prms on their own with no success. It was unknown when the last successful recharge occurred. The caller was concerned that the patient may have reached their third overdischarge and the device could be at end of life. It was recommended that the prm's continue to be conducted, and to review the charge history. The rep called and stated that they were unable to establish communication. The patient tried a prm at home and once was able to establish communication, but then re-entered overdischarge. The caller attempted one 60 min pmr and is on the second while calling. The recharger stats indicate 6 attempted session with (B)(6) 2000 to (B)(6) 2000 as the dates. Unable to get last recharge session date. No further complications were reported or anticipated. No symptoms were reported. (B)(6) 2018 additional information was received from a healthcare provider (hcp) regarding the patient. An MRI technician requested MRI guidelines due to memory loss the patient was experiencing. It was confirmed the memory loss was not related to the device/therapy. They reported the ins was dead but it was unknown how long it had been dead nor why it was dead. No symptoms were reported. MRI guidelines for head scans was reviewed. No further complications were reported or anticipated. (B)(6) 2018 no new information. (B)(6) 2018 additional information was received from the rep. It was reported that the device was not able to be recovered from the overdischarge. Patient will have device replaced on (B)(6) 2018. Patient believes the device has been in over discharge at least twice. During the most recent over discharge the patient saw a screen come up and then the battery does again so we believe that counted as a third strike on the battery. Patient's weight was unknown. The hcp was aware of the overdischarge battery and has decided to replace the battery. No further complications were reported/anticipated.